Event description:
"On (B)(6) 2022, patient underwent elective repair of taa with a relaypro bare stent-graft system, at the end of procedure the device was assessed as deployed to the intended location with integrity issues reported. The patient was discharged to their pre-op living condition on (B)(6) 2022 (pod02). On (B)(6) 2023 (pod 162) the patient had their first post of CT scan which reported one new type ia endoleak which required reintervention for placement of aorto-bisiliac endoprosthesis + stenting in the left and right renal arteries. Reintervention reported as not required as a result off device deficiency. Event reported as device related but no deficiency reported." Patient outcome - "the event was considered resolved on (B)(6) 2023 and the outcome of recovered was reported by investigator."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"On (B)(6) 2022, patient underwent elective repair of taa with a relaypro bare stent-graft system, at the end of procedure the device was assessed as deployed to the intended location with integrity issues reported. The patient was discharged to their preop living condition on (B)(6) 2022 (pod02). On (B)(6) 2023 (pod 162) the patient had their first post of CT scan which reported one new type ia endoleak which required reintervention for placement of aorto-bisiliac endoprosthesis + stenting in the left and right renal arteries. Reintervention reported as not required as a result off device deficiency. Event reported as device related but no deficiency reported." Patient outcome - "the event was considered resolved on 15mar2023 and the outcome of recovered was reported by investigator."